Event description:
It was reported that the 37761 dtc/ac power supply, used in conjunction with a deep brain stimulation implantable pulse generator (ipg), experienced multiple issues including a dtc prong stuck in the recharger, a dtc prong broken off from the cord, exposed wires, the recharger not charging, and the recharger displaying a message indicating it needed to be charged. It was also reported that the patient kept losing "bars," which was indicative of battery or power loss. The patient's representative noted that although the patient was able to complete charging the implantable neurostimulator a few days prior, they were unable to charge the patient again due to the recharger not being charged. During the call, the broken connector pin was removed from the recharger. The agent reviewed that the recharger would need to be charged once the replacement desktop charger was received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.